Event description:
On 1/11/2007, a trinity biotech (trinity ) sales representative made a routine sales (phone) call to the laboratory director of medical diagnostic laboratories (mdl). The laboratory director stated that one of the lab technologists was "splashed with reagents" while operating a nexgen four automated analyzer. Trinity opened a complaint file and began investigation of the incident. The trinity field service manager made a site visit on 01/12/2007 to mdl and submitted the following report: "on 01/05/2007, the technologist was operating the nexgen four analyzer. The nexgen produced a "missing liquid" message indicating that it was unable to pipette several samples. The tech removed the sectors and manually pipetted the samples, then returned the sectors to the carousel through the front access door. While in the process of manually placing one of the sectors onto the carousel, the sector snapped into place. The snapping caused the patient samples to splash onto her face, safety goggles and lab coat. The technologist was wearing the proper ppe (personal protective equipment) including goggles, lab coat, gloves. While the technologist stated she was returning the sectors to the carousel through the front access door, the complaint investigation produced inconsistent results of the sequence of events. There is reason to believe that the top blue safety cover was removed from the instrument (nexgen) and the technologist was reaching over and into the nexgen while attempting to replace the sector onto the rear of the carousel when the incident occurred. This is based on a phone conversation with the technologist and trinity biotech's vice president of quality systems on 01/11/2007. The device (nexgen) was operating as designed and all safety features and warning signals were functioning properly. If the safety features had been adhered to by the technologist, the "splashing incident" should not have occurred. Trinity has not received any other complaints of this nature related to the nexgen instruments, this incident is specific to this site and this technologist. It is believed to be a training issue with this technologist. This event is linked to importer report #1318354-2007-00001. Corrective actions taken: a field service engineer from trinity biotech is on site for the week of 01/15/2007. He has inspected the operation of the nexgen and found it to be functioning properly. He is also conducting a retraining of all technologists, including the 1 involved in the incident, at this site on proper operation and safety features.